Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. No additional details were provided. The recipient's center informed the company that they no longer require our support. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing pain and headaches due to trigeminal neuralgia. The recipient is being treated with tegretol and device programming adjustments were made. The recipient is improving.